Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as damage to the epoxy header region and cuts at the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock prevented some of the electrical tests from being performed. The device passed all of the electrical test performed. The device did not pass the residual gas analysis test. Internal visual inspections revealed that one of the resistors had a corroded trace. It is believed that the failure of this implantable cochlear stimulator device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis data. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of one resistor. This ultimately caused the device to cease functioning. This is the final report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly experiencing loss of lock. External equipment was exchanged, however, this did not resolve the issue. Revision surgery has been scheduled.

Manufacturer narrative:
.